Manufacturer narrative:
Film evaluation summary: the cause of the reported deployment difficulties could not be determined from the pre-implant films provided. Films during implant and post-implant were not available for return. The iliac arteries were moderately tortuous, especially on the right side, and both iliacs were extensively calcified. It is possible that the tortuous and calcified iliac limbs may have contributed to the deployment difficulties. Device evaluation summary: the complaint could not be confirmed since the event took place in-vivo. The root cause of the event could not be conclusively determined; however, per the images provided, the tortuous and calcified iliac limbs may have contributed to the multiple kinks observed, which likely prevented deployment during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the endurant device was prepped and inserted over a stiff wire in the usual fashion without incident. When the physician attempted to deploy the endurant limb by turning the blue dial counter clockwise the dial was not moving properly. The physician removed the delivery system from the patient. Another endurant 124 length iliac limb, followed by an endurant stent graft 82 length limb were successfully implanted. The rest of the procedure was uneventful. The physician stated that the cause of the event was related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.